Event description:
Customer reported receiving a no delivery alarm on the insulin pump. The blood glucose reading was 139 mg/dl. Customer was assisted in performing a fixed prime and stated that insulin did exit. He was advised to change the entire infusion set and upon removal customer noticed that the cannula was bent. Customer later reported a high blood glucose of 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.